Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed there was severe commissural thickening with hypoattenuated leaflet thickening (halt) on the right coronary cusp (rcc). It was also noted that the 23 mm sapien 3 valve was under expanded. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, structural valve deterioration (such as thickening) is listed as a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. In this case, the leaflet thickened/halt and increased gradients resulted in the valve being post-dilated. The leaflet thickened/halt was confirmed based on the provided imagery, but the increased gradients was unable to be confirmed. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the events. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the events. As reported, "approximately 4 years 7 months 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve inside a 23 mm surgical valve, the patient was being evaluated for a transcatheter valve replacement. Additional information was received revealing the patient had become symptomatic and was presenting with shortness of breath. A computed tomography (CT) was performed which revealed hypoattenuated leaflet thickening (halt) of the 23 mm sapien 3 valve. The internal diameter of the 23 mm sapien 3 valve was noted to only be 16 mm on the CT. A decision was made to fracture the surgical valve in order to expand the sapien 3 valve. The surgical valve was fractured, and the 23 mm sapien 3 valve was expanded which help to reduce the cath gradient from 20 mmhg pre-fracture to 5 mmhg post-fracture." In regard to the halt, per imagery review, halt was observed. Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. At this time, a definitive root cause could not be determined; however, the event may be due to patient factors and/or procedural factors not provided. In regard to the increased gradients, an existing technical summary written by edwards lifesciences captures the root cause analysis for reported events evaluated for bioprosthesis valve dysfunction presenting as stenosis/increased gradient as a result from patient/procedural factors. The technical summary outlines the manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. In this case, the transcatheter heart valve (thv) was noted to be under expanded per review of the imagery and the pre-existing surgical valve was noted to have been fractured in order to fully expand the thv and address the increased gradients as reported. When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve could be obstructed, which can contribute to increased gradients or stenosis. Additionally, per the imagery review, the patient had thickened leaflets. Leaflet thickening can prevent leaflets from functioning optimally, leading to increased gradient as reported. As such, the available information suggests that patient factors (thickened leaflets) and/or procedural factors (under expanded thv) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, approximately 4 years 7 months 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve inside a 23 mm surgical valve, the patient was being evaluated for a transcatheter valve replacement. Subsequently, additional information was received revealing the patient had become symptomatic and was presenting with shortness of breath. A computed tomography (CT) was performed which revealed hypoattenuated leaflet thickening (halt) of the 23 mm sapien 3 valve. The internal diameter of the 23 mm sapien 3 valve was noted to only be 16 mm on the CT. A decision was made to fracture the surgical valve in order to expand the sapien 3 valve. The surgical valve was fractured, and the 23 mm sapien 3 valve was expanded which help to reduce the cath gradient from 20 mmhg pre-fracture to 5 mmhg post-fracture. A sentinel embolic protection device was also used during the procedure which captured significant debris that was sent to pathology. The procedure was considered successful, and the patient was recovering without any complications.